Manufacturer narrative:
Approximate age of device - 3 years, 6 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted at the emergency room to rule out stroke. The patient had log files reviewed and technical service noted some low flow on (B)(6) 2019 which looks to be physiological in nature (dehydration, etc.). There were no other unusual events seen within the log file. No further information was provided.

Event description:
Additional information: it was reported that the patient was having difficulty finding words and stuttering. A CT scan was performed and showed no evidence of acute hemorrhage or obvious abnormalities to explain symptoms. Stroke was ruled out following CT scan and the event was presumed to be a transient ischemic attack (tia). No additional treatment was rendered and the patient's symptoms resolved after about an hour. No cause for the low flow alarms was identified and that time. The patient was discharged home and doing well with no further neurological symptoms following the event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the reported tia and the device could not be determined. Although a low flow alarm was observed through the analysis of the submitted log file, a specific cause for the alarm could not be conclusively determined through this evaluation. The submitted system controller log file captured 1 low flow hazard alarm on 30jan2019 at 03:42 am. This low flow hazard event occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated at or above the low speed limit for the duration of the log file and the system appeared to be operating as intended. The patient remains ongoing on vad support. Stroke and neurological dysfunction are listed in the hmii IFU as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU patient care and management section explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and provides information regarding the assessment of pump flow. The hmii patient handbook¿s alarms and troubleshooting section provides information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. This document explains that these low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.